Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported they had an infection. After a month my doctor had to remove the interstim due to an infection. Approx 7 months later it was still a very bad infection that would not heal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.